Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 110 mg/dl. The blood glucose reading at the time of the event was 805 mg/dl. Customer was incoherent and dizzy. Diagnosed diabetes ketoacidosis. Customer also had a fever and an infected heart valve. Hospital treated with fluids, oxygen and IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.